Event description:
A malfunction was reported on a pump by a caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the process. The malfunction did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support again if the problem reoccurred.